Event description:
It was reported that a patient underwent an atrial flutter ablation with the thermocool smarttouch sf catheter and the patient experienced heart block that required pacemaker insertion. The patient had a baseline left bundle branch block at the start of the procedure. While maneuvering the catheters during mapping, the right bundle branch was "knock out" and the patient was temporarily paced for about 30 minutes before the physician inserted a leadless pacemaker. The patient was stable. Additional information was received. The adverse event was discovered during use of biosense webster products. Radiofrequency (rf) was used during the case but no rf was being applied when ¿bump¿ occurred. The conduction did not return after 30-45 minutes. She decided to implant a leadless pacemaker. The physician stated the right bundle branch block rbbb should resolve in time, but no way to know how long.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31621242l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).